Event description:
Patient was discharged to home in 2008 with an order for heparin 10 units/ml 5 ml meds/l. Patient's mother was notified on three days later, to discard the heparin lot# h07325 flushes that were delivered due to a manufacture recall. The mother reported 5 doses of the recalled heparin had been administered. The pt presented on approx a month later, with recurrent fevers and seizure like activity. Episodes of observed shaking upper and lower extremities, eye deviation, and mouth drooping. Patient symptoms were documented as suspicious of seizures like activity. Neurology was consulted and evaluated patient to have generalized seizures in the settings of fever, source unknown followed by episodes of horizontal, jerking eye movements, tachycardia, and bilateral arm movement atypical of febrile seizures. Port a cath flushed without complications; however, staff was not able to draw lab specimens. General surgery team was consulted to replace the port a cath, which was removed on nine days later. The patient was transferred to ICU for acute respiratory distress and hypotension. Port a catch was removed and sent to pathology for further testing. Dose or amount: 5ml; frequency: not specified; routes: IV. Dates of use: 2008, 5 doses. Diagnosis or reason for use: seizures; clotted port. Event abated after use stopped: no. Event reappeared after reintroduction? No.